Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 04/23/2008. Additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: code, cazb (control unit not functioning defective) probable cause code: edv (strain wear normal wear) after repair, the execution of the final inspection has been performed through regular functionality checks of the product, the technician said trigger was blocked.

Event description:
It was reported on (B)(6) 2014 that a battery oscillator does not function. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.